Event description:
Customer reported: prior to use on a patient a nurse at hospital recognized a difficulty in removal as the stylet would not move smoothly. Customer confirmed that fault was identified during pretesting efforts. Customer confirmed that no harm to the patient.

Manufacturer narrative:
(B)(4). The sample associated to this report is currently in transit to the manufacturing site for analysis.